Manufacturer narrative:
It was indicated by the customer that the sensor used during the reported event has been discarded; and therefore, could not be returned to masimo for evaluation. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported inaccurate (low) heart rate readings. Per the customer the device alarmed as designed. The customer reported they had placed the patients on 3 leads and auscultated and the heart rate was within normal parameters. No consequences or impact to patient were reported.